Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10640. It was reported the patient (B)(6) is experiencing heating at the ipg pocket site during recharging. It was noted the patient continues to use the device.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.